Event description:
(B)(6) healthcare is the initial importer of the device which is a bed rail. We have not evaluated the device as the service provider is holding it at their facility. We will file a follow-up report once we are able to evaluate the device and/or receive additional information. End-user reported he had to go to the hospital due to a cut and infection in his right leg. He was not sure how he got the cut on his leg. After being discharged from the hospital he found a "sharp spot" on the side rails that cut his hand.